Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot for this issue. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a suspected false positive result on 25-apr-2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) lot 31476b, reader sn (B)(6). Repeat cue covid-19 tests performed on the same day as well as the next five days provided negative results. No outside confirmatory testing was performed. Customer had no symptoms and states wife was testing negative. Cartridges were stored within the validated temperature range.